Event description:
This lead was implanted on (B)(6) 1999. A call to technical services on 10/18/2011 states they are looking at logbook, shows mode switches but none since (B)(6). The last atr was on (B)(6) and was 6 seconds. There were a couple that day that were short. Today rep is seeing patient and patient is currently in afib, but device didn't mode switch. Atrial sensitivity set to 0.5mv. P-waves today were 1.3mv (even in afib) and on (B)(6) had 1.2mv p-waves. Caller thought that when he interrogated he should get yellow window saying this ra lead was implanted on (B)(6) 1999. Atr active if patient in mode switch, and today he did not get that popup window. Caller stated it looks like device is atrial- tracking, seeing as vp. Ts asked if device pacing at mtr? Caller stated mtr is 130bpm and device looks to be pacing at about that rate with an occasional pause without pacing at mtr. Rep switched v egm to v-ER and rhythm slowed down and went as vp at about 70bpm. Lrl is 60bpm. Rep did underlying with ddi 40 and saw irregular ventricular rate between 50 and 80bpm. Atachy response settings - 170bpm trigger rate with vdi tailback mode. Afr off in print-out but it said it was on in prm. Atrial rate is definitely above 170bpm. Why is device not mode switched? Ts stated that it sounds like there is atrial undersensing going on if device is truly not mode switched and atrial rate is above 170bpm. It could be that some of the afib waves are smaller than the programmed sensitivity. Ts also asked rep to run full markers to verify device is really not mode switched. Caller asked if afr could cause delay in mode switch? Ts stated that afr can cause mode switch to be a little delayed, but it would only be a few seconds based on different in ventricular cycle length with afr on, since afr like one-beat mode switch. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).